Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure+removal") in a 32 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On 01-oct-2012, the patient had essure inserted. On 01-jan-2022, 3379 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (unilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3379 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (unilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of augmentation mammoplasty in 2021, chlamydia test (sexually transmitted diseases (stds)chlamydia2011) and c-section (rpt csection 2011,2012 c-section(s) 3.) In 2011 and chronic cervicitis, dyspareunia, ovarian cyst, vaginal intraepithelial neoplasia grade ii (cin ill (cervical intraepithelial neoplasia grade ii) with severe dysplasia), cervical intraepithelial neoplasia, pelvic pain, obesity (bmi 30.12), nausea (allergies: codeine: itching/nausea), itching (allergies: codeine: itching/nausea), miscarriage (miscarriage(s) 1.), parity 4, multi gravida and essential hypertension. Previously administered products included: codeine. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3605 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (unilateral salpingectomy / laparotomy left salpingo-oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: last pap smear date: (B)(6) 2022. Date of last period (B)(6) 2022. Discrepancy noted: removal date recorded in argus is (B)(6) 2022 and as per mr report 15-aug-2022. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 3011.301 kg/sqm. [Pathology test] (date unknown): clinical data: pelvic mass; pelvic pain; left ovarian cyst; female dyspareunia; cervical. Intraepithelial neoplasia, stage 3. Specimens: a. Leep tagged at 12:00. B. Posterior ectocervix tagged at 6:00 c. Endocervix leep. D. Ecc e. Left ovary and fallopian tube. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: mr received : reporters information ,product indication, medical history and lab data were added, product stop date, event onset date, non drug treatment and rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.